Event description:
It was reported the tlc55 was used during an unknown procedure. It was reported by the affiliate the firing knob of the device stopped during the middle of the firing process (stapling and cutting was incomplete). The surgeon put some stitches to close the tissue and used another device to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Device returned with no lot identification. Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: cam position: engaged/disengaged disengaged; cartridge batch number: k47515; cartridge position: loaded; drivers present in cartrige, present/1/2 up; firing knob positon: back/partial, partially forward; gapspace pin condition: good; hook latch position: open/closed, closed; instrument halves: joined/separate, joined; knife condition: good; staples present? Formed/unformed in down drivers; swing tab position: locked/unlock locked. Functional tests & results: instrument safety lockout properly, yes; staples fire properly, yes; staples form properly, yes. Analysis conclusion: based on info received and visual and functional results, it was concluded that reported incident was due to staple retainer broken off inside cartridge which prevented instrument from achieving full stroke. Instrument was received with cartridge loaded on instrument and stapler retainer broken off inside knife slot. Stapler retainer was removed and instrument was fired with returned cartridge. It fired and formed remaining staples as designed. It should be noted that when removing stapler retainer, it should be removed in an upward position. If retainer is twisted or torqued, it may cause retainer to break. Mfg and engineering have been notified of reported incident.